Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: customer reported issue that the device had ¿unable to detect plunger position with new plunger cable¿ was confirmed. The root cause was not identified, and the position ¿pot¿ was replaced for the issue, the tab was broken off. Device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿the device was unable to detect plunger position with new plunger cable¿; during device evaluation it was found that the check syringe plunger sensor alarm sounded during functional testing. The product fault occurred during setup and prior to patient use and was replaced.